Event description:
A report was received that the patient will undergo a ipg revision due to frequent charging. Patient's database was also analyzed and confirmed high impedance readings of the ipg.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge at a rate which is within the typical ipg battery depletion rate. The specific reason for the low charging current is unknown but this condition can occur if the ipg is flipped, tilted, or deep inside the pocket. The complaint of high impedance couldn't be duplicated. Device exhibits normal device characteristics.

Event description:
A report was received that the patient will undergo a ipg revision due to frequent charging. Patient's database was also analyzed and confirmed high impedance readings of the ipg.